Event description:
Allegedly on the (B) (6) 2008, without any other external cause, the patient's prosthesis' porcelain femoral head broke requiring revision surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no product or product information has been received from the reporter. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in italy. Please be advised: in error, this report was sent to the (B) (4) test account rather than the (B) (4) production account. It was filed at 02:10:49 pm on may 21, 2010. I am sending this to the production account to correct this error.

Event description:
Allegedly on (B)(6) 2008, without any other external cause, the patient's prosthesis' porcelain femoral head broke requiring revision surgery.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Package insert reviewed. Product conformance could not be determined. Use of device could not be determined.